Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient developed itching, burning, rash, redness, inflammation, and pimples under and extending beyond the sensor patch. A barrier wipe was used with moderate success. The patient consulted a healthcare personnel (hcp) who diagnosed cellulitis and prescribed an oral antibiotic (amoxicillin). No additional patient or event information is available.